Event description:
Information received from the field does not address the patient's clinical status but notes that the leads were reversed in the connector header of the pulse generator. The device was programmed to ddi until the leads could be changed.